Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead was placed and tested in 4 different positions but the thresholds were high in each location and this didn't improve with time. This ra lead was explanted and replaced. No patient complications have been reported as a result of this event.